Manufacturer narrative:
No patient identifier or demographic information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely depressed architect cyclosporine results for one patient the following information was provided: patient history - dosage was 4 tablets, with results 90-110ng/ml for a duration of 10 years. Early (B)(6) 2021, dosage reduced to 3 tablets, results were approximately 50 ng/ml. The customer expected the results to be approximately 67-82 ng/ml. Late (B)(6) 2021 dosage increased to 4 tablets; result approximately 50 ng/ml. The customer expected the results to be 90-110 ng/ml. The patient is performing normally.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 22007m800. The ticket search determined that there is normal complaint activity for the reagent lot and issue (falsely depressed results). A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 22007m800 was tested to evaluate the performance of reagent lot 22007m800 with internal panels. Acceptance criteria were met, which indicated acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect cyclosporine reagent 22007m800 was identified.